Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was surgically explanted due to unknown product performance issue. This lead was replaced with the same model. No additional adverse patient effects were reported.